Event description:
The complainant alleged that during routine testing by a biomed the display trace and characters went to the top of the screen. The complainant indicated that there was no pt involvement with this reported malfunction.